Manufacturer narrative:
Concomitant medical product ID: product ID: 5076-45 lead, implanted: (B)(6) 2021, product ID: 5076-52 lead, implanted: (B)(6) 2004, product ID: 694758 lead, implanted: (B)(6) 2009, product ID: 6935m55 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection and replaced with an abdominal implantable pulse generator (ipg) system due to pacemaker dependency. No further patient complications have been reported as a result of this event.